Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (vlp) exhibited increased capture threshold after fixation. The vlp was implanted. Device check the following day showed a further increase in capture threshold. Programming changes were performed. The patient was in stable condition.